Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/right occlusion only'), perforation ('perforation'), ectopic pregnancy with contraceptive device ('ectopic ,birth ¿ complication') and genital haemorrhage ('gen. Abnorm. Bleed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included tubal ligation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), headache ("headaches"), psychological trauma ("psych injury"), urinary tract infection ("uti,"), vaginal infection ("vag. Infect") and complication of device removal ("complications during removal surgery") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (unilateral) and salpingectomy (unilateral)/tubal ligation). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, perforation, ectopic pregnancy with contraceptive device, psychological trauma and complication of device removal outcome was unknown and the genital haemorrhage, abdominal pain, pelvic pain, headache, urinary tract infection and vaginal infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, complication of device removal, device dislocation, ectopic pregnancy with contraceptive device, genital haemorrhage, headache, pelvic pain, perforation, psychological trauma, urinary tract infection and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2012: results: right occlusion only. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: case upgraded to incident. Unspecified event "injury to herself" was updated to more specific events : abdominal pain, pelvic pain, psychological trauma, genital bleeding, ectopic pregnancy, device ineffective, device dislocation, perforation, uti, vaginal infection. Complications during removal surgery and headaches. Reporter added, patient demographic added, essure insertion date updated and removal date added, essure model number updated, essure indication updated. Lab data added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other nonconformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/right occlusion only\ migration of essure device location of device: endometrium'), fallopian tube perforation ('perforation (fallopian tube(s))'), ectopic pregnancy with contraceptive device ('ectopic ,birth ¿ complication') and embedded device ('migration of essure device location of device: endometrium') in a 30-year-old female patient who had essure (batch no. 627312) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included tubal ligation. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), anxiety ("mental anguish"), urinary tract infection ("uti,"), vaginal infection ("vag. Infect"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and bipolar disorder ("bipolar disorder"). On (B)(6) 2013, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 4 years 1 month after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), headache ("headaches") and complication of device removal ("complications during removal surgery") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (unilateral), salpingectomy (unilateral)/tubal ligation and unilateral salpingectomy - right fallopian tube). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, fallopian tube perforation, ectopic pregnancy with contraceptive device, embedded device, anxiety, complication of device removal, vaginal haemorrhage, menorrhagia, depression and bipolar disorder outcome was unknown and the genital haemorrhage, abdominal pain, pelvic pain, headache, urinary tract infection and vaginal infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, anxiety, bipolar disorder, complication of device removal, depression, device expulsion, ectopic pregnancy with contraceptive device, embedded device, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: unilateral occlusion (left tube occluded). Impression: status post essure wires inserted; the right fallopian tube is completely patent.; on (B)(6) 2013: impression: right essure wire projecting into the right side of the endometrial cavity, otherwise normal.. Most recent follow-up information incorporated above includes: on 31-jan-2020: pfs received: reporters were added. Lot no. Was added. Patient's demographic was added. New events- abnormal bleeding (vaginal, menorrhagia), embedded device, depression, bipolar disorder were added & few events were updated from psyche injury to mental anguish, perforation nos to perforation (fallopian tube(s)), migration to migration of essure device location of device: endometrium. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/right occlusion only\ migration of essure device location of device: endometrium'), fallopian tube perforation ('perforation (fallopian tube(s))'), ectopic pregnancy with contraceptive device ('ectopic ,birth ¿ complication') and embedded device ('migration of essure device location of device: endometrium') in a 30-year-old female patient who had essure (batch no. 627312) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included tubal ligation. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), anxiety ("mental anguish"), urinary tract infection ("uti,"), vaginal infection ("vag. Infect"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression") and bipolar disorder ("bipolar disorder"). On (B)(6) 2013, the patient experienced embedded device (seriousness criteria medically significant and intervention required), 4 years 1 month after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), headache ("headaches") and complication of device removal ("complications during removal surgery") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (unilateral), salpingectomy (unilateral)/tubal ligation and unilateral salpingectomy - right fallopian tube). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, fallopian tube perforation, ectopic pregnancy with contraceptive device, embedded device, anxiety, complication of device removal, vaginal haemorrhage, menorrhagia, depression and bipolar disorder outcome was unknown and the genital haemorrhage, abdominal pain, pelvic pain, headache, urinary tract infection and vaginal infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, anxiety, bipolar disorder, complication of device removal, depression, device expulsion, ectopic pregnancy with contraceptive device, embedded device, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: unilateral occlusion (left tube occluded). Impression: status post essure wires inserted; the right fallopian tube is completely patent.; on (B)(6) 2013: impression: right essure wire projecting into the right side of the endometrial cavity, otherwise normal.. Lot number: 627312, manufacture date: 2008-05, expiration date: 2010-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/right occlusion only\ migration of essure device location of device: endometrium/migration of essure device location of device: uterus'), fallopian tube perforation ('perforation (fallopian tube(s))'), uterine perforation ('perforation-uterus'), ectopic pregnancy with contraceptive device ('ectopic ,birth ¿ complication') and embedded device ('migration of essure device location of device: endometrium') in a 29-year-old female patient who had essure (batch no. 627312) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included tubal ligation. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), anxiety ("mental anguish"), vaginal infection ("vag. Infect"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), bipolar disorder ("bipolar disorder") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced urinary tract infection ("uti,"), 3 years 1 month after insertion of essure. On (B)(6) 2013, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), headache ("headaches") and complication of device removal ("complications during removal surgery") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (unilateral), surgical removal of coils and unilateral salpingectomy - right fallopian tube). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, fallopian tube perforation, ectopic pregnancy with contraceptive device, embedded device, anxiety, complication of device removal, depression, bipolar disorder and dysmenorrhoea outcome was unknown and the genital haemorrhage, abdominal pain, pelvic pain, headache, urinary tract infection, vaginal infection, vaginal haemorrhage and menorrhagia had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, anxiety, bipolar disorder, complication of device removal, depression, device expulsion, dysmenorrhoea, ectopic pregnancy with contraceptive device, embedded device, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, pelvic pain, urinary tract infection, uterine perforation, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: unilateral occlusion (left tube occluded). Impression: status post essure wires inserted; the right fallopian tube is completely patent.; on (B)(6) 2013: impression: right essure wire projecting into the right side of the endometrial cavity, otherwise normal.. Lot number: 627312 manufacture date: 2008-05 expiration date: 2010-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: outcome of the event 'bleeding' was updated. Event added-perforation uterus. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration/right occlusion only\ migration of essure device location of device: endometrium/migration of essure device location of device: uterus'), fallopian tube perforation ('perforation (fallopian tube(s))'), ectopic pregnancy with contraceptive device ('ectopic ,birth ¿ complication') and embedded device ('migration of essure device location of device: endometrium') in a 29-year-old female patient who had essure (batch no. 627312) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included tubal ligation. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced abdominal pain ("abdominal pain"), pelvic pain ("pelvic pain"), anxiety ("mental anguish"), vaginal infection ("vag. Infect"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("depression"), bipolar disorder ("bipolar disorder") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient experienced urinary tract infection ("uti,"), 3 years 1 month after insertion of essure. On (B)(6) 2013, the patient experienced embedded device (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage ("gen. Abnorm. Bleed"), headache ("headaches") and complication of device removal ("complications during removal surgery") and was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (salpingectomy (unilateral), salpingectomy (unilateral)/tubal ligation and unilateral salpingectomy - right fallopian tube). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, fallopian tube perforation, ectopic pregnancy with contraceptive device, embedded device, anxiety, complication of device removal, vaginal haemorrhage, menorrhagia, depression, bipolar disorder and dysmenorrhoea outcome was unknown and the genital haemorrhage, abdominal pain, pelvic pain, headache, urinary tract infection and vaginal infection had resolved. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The reporter considered abdominal pain, anxiety, bipolar disorder, complication of device removal, depression, device expulsion, dysmenorrhoea, ectopic pregnancy with contraceptive device, embedded device, fallopian tube perforation, genital haemorrhage, headache, menorrhagia, pelvic pain, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: unilateral occlusion (left tube occluded). Impression: status post essure wires inserted; the right fallopian tube is completely patent.; on (B)(6) 2013: impression: right essure wire projecting into the right side of the endometrial cavity, otherwise normal.. Lot number: 627312 manufacture date: 2008-05 expiration date: 2010-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-apr-2020: pfs received. New event added: dysmenorrhea. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.